Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6)2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 it was reported that the cap (catheter access port) was accessed within the last couple of weeks (exact date unknown) and no csf (cerebrospinal fluid) flow/aspiration was observed. The cause of the issue was undetermined. The patient was scheduled for a catheter revision on (B)(6) 2020. The issue was not yet resolved. No patient symptoms were reported. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8780 ,serial# (B)(6), implanted: (B)(6) 2019, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient showed up for catheter revision on (B)(6) 2020. It was stated that the patient's pump was once determined to be flipped at a refill (date unknown, sometime in march or april). It was stated that at a refill on (B)(6) 2020 there was an unknown refill discrepancy. On (B)(6) 2020 the patient's catheter was access and the hcp found no flow. It was reported that on (B)(6) 2020 the pump was found to be flipped and the pump segment of the catheter was coiled. The pump segment of catheter was replaced with a new 8784. The hcp was able to aspirate from the cap after attaching the new catheter. The issue was resolved. The hcp did not want to return the explanted pump segment. It was reported that the pump was filled with infumorph (25mg/ml at 4.5mg/day) before the revision and the dose changed to 2mg/day after the revision. The patient's weight was reported.